Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that serter was not releasing properly and infusion set did not stay on correctly. As a result, it was found that cannula was bent. Customer's blood glucose was 404 mg/dl and 524 mg/dl. Customer was educated on causes and prevention of bent cannulas. Customer declined troubleshooting for high blood glucose. Serter would be replaced.